Event description:
Event determined reportable based on investigation completed on 09-oct-2006. Same event as MFR report#: 6000130-2006-00292. It was reported that during an angiography procedure, difficulty advancing the wire was encountered. The lesion was located in the lower extremity. The zipwire did not seem to have the proper hydrophilic lubricity and did not advance appropriately through the anatomy. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as 'stable.'

Manufacturer narrative:
Visually and tactilely, the coating surface appears smooth and consistent. However, some coating damage in the form of abrasions and scrapes is noted. When hydrated, the coating feels smooth and consistent throughout the entire length of the wire. The wire hydrates readily and remains hydrated for approx 1 minute and 4 seconds. Except where noted, this wire does not present any indication of mfg defects or anomalies. No explanation was given as to why, despite noting the loss of "proper hydrophilic lubricity," the case was completed with this wire. This action is contra-indicated by the following warning in the device instructions for use (IFU), "if resistance is felt during device placement, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, remove the zipwire hydrophilic guide wire and device as a unit to prevent possible damage and/or complications." At this time the complaint cannot be confirmed. A review of lot release testing for lubricity indicates that it was within specification. Procedural factors may have contributed to the reported complaint. Review of the device history records revealed no issues or discrepancies which could have potentially related to this complaint. The reported lot number has been involved in one similar complaint from the same customer. The root cause of the complaint incident could not be determined.